Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 320 mg/dl. Reportedly, the customer believed elevated bg levels were due to the pump. Customer declined to perform troubleshooting with tandem technical support. Customer delivered boluses and set a temporary rate to address elevated bg levels. Customer reverted to an alternate tandem pump for insulin therapy.